Manufacturer narrative:
This supplemental report pertains to iol serial number, (B)(4); amo (B)(4) was inadvertently reported, but amo groningen b.v. Should be the product manufacturing site address on reported serial number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 13.5 diopter intraocular lens (iol) was implanted in the patient's eye. Post-operatively, the intraocular pressure increased. One week post op, the intraocular pressure decreased (fell). Patient had bilateral lens implants and both eyes had more cells. Visual acuity, both eyes, was 20/16 based on the follow-up observation. Two weeks post op, the intraocular pressure was 29 in the right eye and 32 in the left eye. The binocular endophthalmitis became stronger. The visual acuity was 20/25 on the right eye and 20/16 on the left eye. Steroids were prescribed and inflammation was suppressed. Reportedly, the patient was consulted on (B)(6). No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in one of the patient's operative eye. A separate report will be filed for the other operative eye.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A search on complaints history performed on mar-20-2018 revealed no similar complaints were received for this production order number to date. Review of the sterilization records show there were no non conformances with respect to the sterilization process. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.